Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. In the clinical study for the dexcom g4 platinum system, only slight redness and swelling occurred in a few patients. If any of these events happen, you might feel discomfort in the area the sensor is inserted.

Event description:
Patient contacted dexcom on 04/27/2016 to report that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted on (B)(6) 2015 into the abdomen. Patient stated that the reaction looked like wheals and blisters, and had feeling of ants biting. Patient saw an allergist due to the skin reaction and a steroid ointment was prescribed. Date of prescription and the medical visit were unknown. At the time of contact, patient was well. No additional event or patient information was provided.